Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise which resulted in some inhibition of pacing. On (B)(6) 2018, the lead was capped and replaced. Patient was asymptomatic and in okay condition.

Event description:
New information received indicated that the right ventricular lead also had a fracture which was discovered during an follow-up in clinic.